Manufacturer narrative:
This report is submitted on july 11, 2023.

Manufacturer narrative:
This report is submitted on may 15, 2023.

Event description:
Per the clinic, at the initial implantation there were 8 open circuit electrodes. At a post operative visit imaging showed a tip fold-over of the electrode. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.